Manufacturer narrative:
The cause of the discrepant falsely depressed pt inr results is user error. Patient results were reported after a new vial of innovin reagent has been prepared and placed on the instrument. Although qc was out of range, patients were reported for a short period of time before the out of range qc was noticed and patient results were corrected. The account declined service after it was determined that a technologist has improperly prepared the reagent. The issue was resolved by replacing the reagent with a properly prepared vial of reagent and confirming with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed prothrombin time inr (pt-inr) results were obtained on qc and patient samples. The patient results were reported to the physicians. There is no report of results having been questioned by physicians. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed pt-inr results. There is no report of adverse outcome to patients as a result of the falsely depressed pt-inr results.